Manufacturer narrative:
It is possible that the abutment was not correctly aligned with the implant during abutment attachment and that the connection was damaged and later broke from this. But without the physical sample available we are unable to confirm this theory.

Event description:
Abutment loss.